Manufacturer narrative:
¿Date of event¿ is estimated. During processing of this complaint, complete event information and patient weight were not requested due to patient not consenting to further contact. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers: 3006705815-2020-01452, 1627487-2020-03409. It was reported that surgical intervention occurred during which the system was explanted. The reason for explant and date of explant are unknown.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.